Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be reopened.

Event description:
The account alleges that a patient underwent a concomitant hiatal hernia/endoscopic fundoplication [ctif] procedure on (B)(6) 2024. The patient presented back to the hospital 5 days post-procedure with abdominal pain and fever and was treated for an "abscess" the account states that the abscess was successfully drained. The patient was admitted for observation and was discharged with no additional patient consequences to report. The patient tolerated the procedure well. There was a concern from the surgeon who treated the abscess that a serosafuse fastener may have gotten "caught up" with the mesh used to repair the hiatal hernia causing the abscess. The actual device was discarded at the account and will not be returned for merit medical evaluation.